Event description:
(B)(4). I am in excruciating pain in my lower abdominal area all the time. I have some memory loss along with lower back pains radiating in my legs and numbness in my legs. Bad headaches along with dizziness and being fatigue all the time. I have been depressed and having bad mood swings.